Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The hba1c reagent lot number was 765184 with an expiration date of 31-jul-2025. The field service engineer (fse) replaced the gear pump head, the cell rinse tube, and the sample probe. The customer had no further issues. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The service maintenance actions resolved the issue.

Event description:
There was an allegation of discrepant results for 2 patient samples tested for either sodium (na) or hba1c on a cobas 6000 c501 module. Patient 1 initial na result was 160 mmol/l. The repeat result was 139 mmol/l. Patient 2 initial hba1c result was 6.67% the repeat result was 4.95%.